Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged. The jaws were open. The lock ring was observed out of position. Functional testing found that the lock ring was rotated into home position. The reload was loaded into a representative signia handle. The reload communication with the handle was verified and was recognized. The reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. Test media was cleanly transected. The reload interlock was tested and found to function properly. No information regarding the specific customer issue that occurred with the device was available. It was reported that the staples did not deploy. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur if the lock ring is inadvertently moved out of position during handling of the reload; however, it cannot be established when this may have occurred. The most likely cause could not be established from the information available. Upon examination of the sample, it was found that of lock ring out of position. Functional testing found that the investigation of the unreported condition has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigsds30ctvt, sigsds30ctvt 30mm vasculr/thn shrt sd CT (lot#:unknown), sigphandle, sig power sigphandle handle (serial#:unknown), sigpshell, sig power sigpshell control shell (lot#:unknown), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a right thoracoscopic upper lobe resection, two cartridges malfunctioned. The first unit successfully stapled the pulmonary blood vessel but failed to cut, resulting in incomplete resection. The second unit allowed the knife to deploy without proper stapling, causing intraoperative bleeding. Hemostasis was achieved using a hemostatic sheet.